Event description:
Reporter alleged blood glucose device lost a reading in the memory. Reporter stated blood glucose device reading was 72 mg/dl and then 74 mg/dl. Reporter alleged the 72 mg/dl result was not shown in the device memory. A request was made for the return of the suspect device and replacement product was sent.